Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: h3, h6, h11. The reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. A review of complaint history determined that no further action is required as no trends were identified. The loosening reported was likely the result of forces being applied to the humeral tray during its removal which led to the anchorage of the attached stem being compromised. However, this cannot be confirmed because the components were not returned for evaluation. Should additional relevant information be obtained, a follow-up MDR will be submitted accordingly.

Manufacturer narrative:
D10: 320-40-03 - humeral liner, 40mm, +2.5: (B)(6); 300-30-10 - equi preserve stem 10mm: (B)(6); 320-10-00 - equi revtray adapter plate tray +0: (B)(6); 320-15-05 - eq rev locking screw: (B)(6); 320-20-00 - eq rev torque defining screw kit: (B)(6); 320-20-18 - eq rev comp scr lck cap kit, 4.5 x 18mm: (B)(6); 320-20-26 - eq rev comp scr lck cap kit, 4.5 x 26mm: (B)(6); 320-20-30 - eq rev comp scr lck cap kit, 4.5 x 30mm: (B)(6); 320-20-38 - eq rev comp scr lck cap kit, 4.5 x 38mm: (B)(6); 320-31-40 - glenosphere, 40mm for small reverse: (B)(6); 320-35-07 - small sup./post. Aug glenoid plate, left: (B)(6). The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that a patient who had a left total shoulder arthroplasty underwent a revision procedure 38 days post the initial procedure. During removal of the definitive humeral adaptor tray, the fixation of the preserve stem was compromised. The humerus was prepped for a standard stem. There were no device breakages or surgical delays during the procedure. The patient was last known to be in stable condition following the event.